Event description:
This report summarizes 39 malfunction events in which the device reportedly overheated. 34 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 39 events were reported for this quarter. Product return status: 39 devices were evaluated based on historical data analysis. Additional information: 39 devices were not labeled for single-use. 39 devices were reprocessed or reused.

Manufacturer narrative:
Additional information: 39 devices were not reprocessed or reused.

Event description:
This report summarizes 39 malfunction events in which the device reportedly overheated. 34 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.